Manufacturer narrative:
Updated: device product code, catalog #/lot #, revision date, PMA/510(k) #, manufacture date, correction/removal reporting #. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the patient suffers from extreme pain, elevated metal ion levels, discomfort, soreness, malaise, swelling, loss of mobility and damage to tissue and/or bone surrounding the acetabulum.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.